Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00158, 3005168196-2017-00159. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using pod4 coils and pod6 coils. It was reported that the patient's anatomy was tortuous. During the procedure, while attempting to advance two pod6 coils through a non-penumbra microcatheter, the physician encountered resistance and safely removed both coils. While attempting to advance a new pod4 coil through the microcatheter, the physician also met resistance. Subsequently, the pod4 coil unintentionally detached. Therefore, the physician used a syringe to push the coil into the target vessel. It is unknown how the procedure was completed. However, there was no report of an adverse effect to the patient.